Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 6.2 mmol/l. The customer report that the b button is not working properly, the numbers have been rambling up to 300 without being able to stop. The customer was advised that we are replacing insulin pump at a latter point, she wants to know if they can get the new insulin pump 640g and will call us back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.